Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to migration of the receiver/stimulator. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 24, 2022.